Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported via teams message: "listed for exploration and custom rebushing fascia lata graft endoprosthetic replacement proximal left tibia."